Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9 and 4.1, laboratory inr: 3.8. The time between the two inratio tests was five minutes. The time between the inratio tests and the laboratory test was thirty minutes. Reportedly, the nurse was unsure exactly how long it took to apply the sample to the inratio strip, but believes it may have taken longer than twenty seconds to apply. Additionally, a capillary tube, other than a microsafe tube, was used to obtain the sample. Therapeutic range 2.5-3.5 for the patient. There was no reported adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, retain testing was performed during the in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.